Event description:
I was diagnosed with rheumatoid arthritis in(B)(6) 2006; (B)(6) y/o. I know this was caused by my breast implants and root canals. The timing is not a coincidence. My rheumatologist agrees. Two sets.